Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level between 500-600 mg/dl and moderate ketones. Ketone levels consider life threatening by their health care provider. Customer attempted to address the elevated (bg) with a correction bolus via the pump and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2025 with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.